Event description:
It was reported that during a follow-up visit, lead dislodgements were discovered for both the right atrial (ra) and right ventricular (rv) leads. Both leads were successfully repositioned and remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).